Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, patient's both the ipgs (cervical and thoracic) became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates, troubleshooting took place wherein the cervical ipg was successfully recovered and the thoracic ipg was unable to be recovered. Therefore, surgical intervention may take place to address the issue with thoracic ipg.

Manufacturer narrative:
Updated a4 - patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.